Event description:
It was reported that a customer stated a newly received ilet displayed a low battery indication after approximately 30 minutes on the charger, and customer care advised charging the device for at least two hours while confirming a solid green charging indicator. Symptoms included no adverse clinical effects. Outcomes included no change in therapy or medical intervention. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that the device appeared to be charging with a solid green indicator and that extended charging was advised to reach full capacity. It was concluded that the device function appeared consistent with expected charging behavior and no device malfunction was confirmed.